Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient lost consciousness and fell resulting in an impact to the patient's forehead. The patient experienced aphasia and left limb weakness which were self-improved. There was concern if this incident was due to cardiac syncope. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.